Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system wouldn't come out of standalone mode. This was reported outside of a procedure. There was no patient involved.